Manufacturer narrative:
Updated fields:b4,b5,d9,e1(telephone),g3,g6,h2,h3,h6(type of investigation, investigation findings,conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the issue and reported that adjusting the cable solved it. No parts were replaced. The unit passed all functional and safety checks to factory specification.

Event description:
It was reported by customer during pre use check that cardiosave intra aortic balloon pump (iabp) was having flickering screen. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11. Corrected fields: h6(investigation findings).

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave type b plug intra-aortic balloon pump (iabp) was having flickering screen. There was no patient involved.